Event description:
Asr revision; asr xl - right hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision due to take place on 7th march 2013. Right asr xl. Reason(s) for revision: unknown. Update - added revision reason and date of revision taken from claimsuite dated 19th march 2013. Reason(s) for revision: alval/soft tissue reaction. Update - may 22, 2017- additional information received from crawford: corrected surgery date to (B)(6) 2006. This complaint was updated on june 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.